Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who initiated ilet use the same day experienced a low blood glucose event approximately three hours after onset, during the device's early adaptation phase; the user paused the device after being advised about expected fluctuations and later reconnected with glucose returning to target. Symptoms included profuse sweating consistent with hypoglycemia, with a lowest reported glucose of 54 mg/dl and time below range for about three hours. Outcomes included self-treatment with oral carbohydrate and no hospitalization, no ketone testing, and no professional medical intervention. Investigation included customer support troubleshooting and education regarding early adaptation and reconnection to therapy. Investigation of this case revealed no device malfunction reported, with hypoglycemia of unclear cause that could be consistent with algorithmic overcorrection during initial learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.